Event description:
The company representative (rep) clarified that there was no real error but more than the type of programming that resolved the issue was not tried in the first instance. The rep had not encountered this issue before. The impedance issue remained until the alternative programming was attempted which resolved the issue.

Manufacturer narrative:
(B)(4).

Event description:
The manufacturer representative reported that the patient was not getting stimulation on the left side. One side of the lead had impedances out of range. The likely cause was poor connection in the system. The patient was brought back on (B)(6) 2015 for an investigation. On checking again during the investigative (surgical) operation, the connection was ok and a programming error had occurred; the patient received a procedure at which point the programming error was identified. Upon reprogramming, the issue was resolved and the impedances came into range. The patient also received satisfactory stimulation (and gained stimulation on the left side) on (B)(6) 2015. The issue was resolved, and the patient was alive with no injury at the time of the report.